Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Also found needle missing.

Event description:
Customer reported via phone call that the sensor alarmed a lost sensor alarm after the new sensor was inserted. Customer's blood glucose was unknown. During troubleshooting, customer reported the cannula was not attached to the sensor when the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.